Event description:
A customer reported an unexpected negative reaction with capture-r ready-screen 3 (crrs 3) on the echo when testing patient sample containing anti-jka. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Review of the crrs3 testing shows that cell 2 visually appears positive, but was interpreted as negative. All other cells reacted as expected. Customers were instructed to review negative results on echo in technical communication (B)(4) on (B)(6) 2009. Review of the crrid shows that cell 1, 5, 6, 7, and 8 are negative, but should be positive. Review of the color check for these wells shows that the wells are full of bubbles/foam the serum was under pipetted into the well. All other wells reacted as expected. Cannot rule out under pipetting of the plasma as the cause of the unexpected negative reactions. Customers were instructed inspect for foam or bubbles in samples in technical communication (B)(4) on (B)(6) 2011. A service call was made. Investigation revealed that the instrument needed a probe replacement and annual pm was due. Replaced probe, completed all steps for echo preventative maintenance. Instrument was tested and is operating within specifications.